Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Aseptic loosening of femoral component. This is the first revision of the patient's right hip, stem was revised for a revision stem.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as the device was not returned. - medical records received and evaluation: no information was received for review with a clinical consultant. - device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, operative reports, x-rays, and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened

Event description:
Aseptic loosening of femoral component. This is the first revision of the patient's right hip, stem was revised for a revision stem.